Event description:
It was reported that during a da vinci-assisted surgical procedure, that the cadiere forceps instrument tip was closed at the beginning of the procedure. When inserted into the patient, instrument jaws were completely widened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "when inserted into the patient, instrument jaws we completely widened." Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .210" x .617" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.